Manufacturer narrative:
The hill-rom technician found the side communication board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm would not alarm. The bed was located on 2 east. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).